Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus suture procedure, the fast-fix 360 curved t2 failed to stay anchored. T1 was already secured in the patient when the problem was noticed. Surgery was completed with a back-up device instead, and t-implant was removed from the patient with tweezers. There was no surgical delay, and no further complications were reported.